Event description:
On (B)(6) 2014 at the (B)(6) center in bronx ny it was reported that the rotaflow console serial number (B)(4) displayed a 'temp error'. The device was replaced with another during a procedure. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the reported symptom was not able to be reproduced, however during testing the lpm display would blank out intermittently. The flow measurement board was replaced and the issue was resolved. The device passed all tests to specifications. (B)(4).